Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and damage found on the back of the pump. No harm requiring medical intervention was reported. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with cracked case at battery tube side, minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of belt clip rails, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at select button, missing serial number label, detached retainer, cracked reservoir tube lip, and corroded battery tube. The test p-cap does not lock properly into the reservoir compartment during testing. Cosmetic damage confirmed at the front and back of the pump. Cosmetic damage-retainer ring damage confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.